Manufacturer narrative:
Review of the most recent repair record determined the handle and cutter were damaged and the roller was worn. The handle, cutter, roller, and sideplates were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device had a defective cutter, handle, roller and side plates, all needing to be replaced. No further information provided. This meshgraft-system has been sent in by our customer for a standard-maintenance. During maintenance it has been found that certain components are worn out and need to be replaced. This is a normal procedure - for this reason, items are sent in for maintenance to correct any defects before they cause a major problem. Investigation showed that the cutter did not pass the sample mesh test. There was no adverse event reported as a result of this malfunction.